Event description:
I use the dexcom g7. Inserted sensor on the 10th. Did a blood glucose test to check after the wait period. It was off by just over the 20 percent that they say is allowed. Checked several times throughout the day and g7 was off above or below the blood glucose. All right around the 20%. Some more sometimes just under. Three days later and still the same thing. I have used the g7 on my abdomen because I have arthritis and can't get it on the back of my arm. I have been using it on my stomach for several months. Online I have seen quite a few complaints about the accuracy of the g7. I don't want a replacement sensor. I did contact dexcom. They said because I take tylenol that it affects the reading. I have been using 2-3 tylenol arthritis for years. Before I even started on the dexcom g6 and then the g7. Tylenol is the only arthritis med I can take that offers me slight relief for my arthritis. They seem to offer all kinds of excuses for the problems with the g7. I just want this complaint recorded. I don't want anything back. I will be trying to get back on the g6 which was way more accurate. I didn't have to do so many finger sticks either.